Manufacturer narrative:
Reported issue of clip fell into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip prongs failed to fully close when it was deployed onto the target site. One clip arm closed normally; however the other clip arm did not close. The clip fell into the patient in an open state. The clip was left inside the patient and the procedure was completed at this point as the first clip was placed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.